Manufacturer narrative:
According to the customer, on (B)(6) 2026 when attempting to "remove the clear part of the drape to suture the patients skin closed, it started to shred apart and leave pieces in the incision", and it "ripped the patients skin open in a couple of small places on her right side". According to the customer the physician "removed all pieces of the drape visible from the incision". No additional details are available related to the customer reported issue. Despite multiple good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. No additional information is available. There were no reports of death, serious injury, medical intervention, or follow-up care. It has been determined that the event did not involve a death or serious injury; however, it meets the definition of a reportable malfunction, as recurrence of the malfunction could cause or contribute to death or serious injury. Based on the information reviewed, this is a reportable event as defined under 21 cfr 803.3.

Event description:
According to the customer, on (B)(6) 2026 when attempting to "remove the clear part of the drape to suture the patients skin closed, it started to shred apart and leave pieces in the incision", and it "ripped the patients skin open in a couple of small places on her right side".